Event description:
It was reported that pericardial effusion occurred. A small trace pericardial effusion was noted at baseline. A left atrial appendage (laa) closure procedure was being performed with intracardiac echocardiography (ice) guidance using a non-boston scientific (bsc) intracardiac echocardiogram (ice) catheter. A versacross connect (vcc) device was used for transseptal puncture (tsp) along with a watchman fxd curve access system (was), and an unknown amplatz guidewire was used. After tsp was performed, while attempting to dilate and flossing the interatrial septum and also advance the ice catheter across the septum into the left atrium, a pe was identified. The pe was believed to be near the tsp site. The procedure was aborted. A pericardiocentesis was performed. The patient was admitted to the intensive care unit for overnight observation. The patient is expected to fully recover. It was further reported the patient had required a blood transfusion during the event. 1500ml of fluid was drained during the pericardiocentesis. The patient was discharged the same day of the index procedure.

Manufacturer narrative:
Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. H6 - impact code: added blood transfusion code.

Event description:
It was reported that pericardial effusion occurred. A small trace pericardial effusion was noted at baseline. A left atrial appendage (laa) closure procedure was being performed with intracardiac echocardiography (ice) guidance using a non-boston scientific (bsc) intracardiac echocardiogram (ice) catheter. A versacross connect (vcc) device was used for transseptal puncture (tsp) along with a watchman fxd curve access system (was), and an unknown amplatz guidewire was used. After tsp was performed, while attempting to dilate and flossing the interatrial septum and also advance the ice catheter across the septum into the left atrium, a pe was identified. The pe was believed to be near the tsp site. The procedure was aborted. A pericardiocentesis was performed. The patient was admitted to the intensive care unit for overnight observation. The patient is expected to fully recover. It was further reported the patient had required a blood transfusion during the event. 1500ml of fluid was drained during the pericardiocentesis. The patient was discharged the same day of the index procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that pericardial effusion occurred. A small trace pericardial effusion was noted at baseline. A left atrial appendage (laa) closure procedure was being performed with intracardiac echocardiography (ice) guidance using a non-boston scientific (bsc) intracardiac echocardiogram (ice) catheter. A versacross connect (vcc) device was used for transseptal puncture (tsp) along with a watchman fxd curve access system (was), and an unknown amplatz guidewire was used. After tsp was performed, while attempting to dilate and flossing the interatrial septum and also advance the ice catheter across the septum into the left atrium, a pe was identified. The pe was believed to be near the tsp site. The procedure was aborted. A pericardiocentesis was performed. The patient was admitted to the intensive care unit for overnight observation. The patient is expected to fully recover.